Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2013 and mesh was implanted. Prior to use on the patient, the or team noticed that the package was opened. A second device was opened to complete the procedure. There were no adverse patient consequences

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The sample received had been altered after non conformance had been discovered in the or. The sample had the entire tyvek lid removed from the package and the patient record label in a location that differs from the original packaging configuration.